Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the usb cable. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer was able to successfully charge the pump using another usb cable.